Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue happened during the planned treatment. The procedure was completed by restarting the system. The philips remote service engineer (rse) connected with customer and confirmed that the system had intermittent problem while capturing images. Upon investigation it was found that the cause for the issue was the communication issue between lateral ippc and host pc. Rse instructed customer to reboot the system. After rebooting, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluaiton method code was corrected.

Event description:
It has been reported to philips that there was an mage processing error. No harm has been reported to philips. Philips has started an investigation of this complaint.